Manufacturer narrative:
Bayer case number: (B)(4). Heavy menstrual periods [heavy periods] blood clots [clot blood] tiredness [tiredness] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 15-may-2025. The most recent information was received on 28-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual periods") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2340 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important), thrombosis ("blood clots") and fatigue ("tiredness"). At the time of the report, the fatigue had not resolved. The outcomes for heavy menstrual bleeding and thrombosis were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, thrombosis or fatigue. The reporter commented: patient's current condition: recurrent intense tiredness. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 28-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) heavy menstrual periods [heavy periods] blood clots [clot blood] tiredness [tiredness]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 15-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual periods") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2340 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important), thrombosis ("blood clots") and fatigue ("tiredness"). At the time of the report, the fatigue had not resolved. The outcomes for heavy menstrual bleeding and thrombosis were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, thrombosis or fatigue. The reporter commented: patient's current condition: recurrent intense tiredness. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.